Manufacturer narrative:
The reported event was confirmed as supplier manufacturing related. The potential root cause could be due to the excessive flash. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the inflation device of the balloon dilation catheter that had been loaned to the hospital on a short-term did not work properly. Another device of the same product catalog number that had been prepared as a backup was used and the procedure was continued. Per follow-up information received via ibc on 16dec2022, stated that patient had difficulty in inflating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inflation device of the balloon dilation catheter that had been loaned to the hospital on a short-term did not work properly. Another device of the same product catalog number that had been prepared as a backup was used and the procedure was continued.